Event description:
It was reported that post op of a laparoscopic ventricle sleeve procedure on (B)(6) 2012 the patient was returned to the or on (B)(6) 2012 for a reoperation due to complications. It is unknown what the symptoms were that indicated the reoperation was necessary. It was reported that during first surgery they had fired the stapler and when the surgeon observed the staple line there were missing staples in a row on the patient's side of the firing. They used another device and completed the procedure successfully. There was a note on the device and it was left in materials with little information. They did state that the second procedure was completed and the patient was stable. There is one device to return for analysis however it is not known if this is the device used in the first procedure or the second.

Manufacturer narrative:
(B)(4). On what tissue type was the device used? At what location on the tissue? Stomach, 2nd fire. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? Second. If echelon, during which stroke did the event occur? One or 2. What color cartridge was being used? Black. What other color cartridges were used before and after this event? Black. Was buttressing material utilized? If so, which product? Yes, seamguard. Was the instrument fired across or near an existing staple line or clip? Yes. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No the analysis found that one long60a device was returned in good visual condition and with one ecr60t cartridge reload loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.